Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported the device was overheating. No further information was available.

Event description:
The customer reported the device was overheating. No further information was available.